Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-10194. The pt (B)(6) received an scs system which included one lead and the ipg. It was reported the procedure was performed without complications and effective stimulation was achieved; however, intra-operative testing identified low impedances. Post-operatively, the pt was provided with three programs (one each for sitting, standing and lying positions) and although more complex programming was needed, effective stimulation was achieved. After leaving the hospital, it was reported the pt experienced painful stimulation which she was able to tolerate. The pt utilized the magnet to turn stimulation off and has been unable to use it since. It was recommended an x-ray be taken to determine the source of the issue. Additional information has been requested; however, no further information is available at this time.